Event description:
The patient was taken to the lab to investigate a high threshold. The decision was made to reposition the lead. The lead moved easily but would not screw in correctly. The lead was repositioned but the helix could not be deployed. The lead was removed and replaced.